Event description:
Fluctuating bipap pressures noted during the night especially during expiratory phase of bipap. Pt brought unit to drug co for check and to see if insurance would cover replacement and/or rental.